Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-06-21. Investigation summary: a complaint of a set having clamp issues when loaded into the pump was received from the customer. One unopened sample was returned for investigation. No damages or defects were observed on the set during visual inspection. The set was then primed and infused at 100 ml/hr. No issues. Were observed on the set. The customer complaint could not be recreated. A device history record review for model 2420-0007, lot number 20105967 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 14oct2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A root cause could not be determined as the defect could not be recreated. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the pump to alarmed during use when as lvp 20d 2ss cv tubing was inserted. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "inserted tubing into pump channel and closed door. Pump continued to alarm "clamp open/door open" after door was closed. Changed channels, same result. Changed pumps/tubing, same result. Then issue spontaneously resolved. Internal function testing of pump/channel did not detect any issues."

Manufacturer narrative:
Date of birth: unknown. The patient¿s age was used to determine a placeholder date for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the pump to alarmed during use when as lvp 20d 2ss cv tubing was inserted. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "inserted tubing into pump channel and closed door. Pump continued to alarm "clamp open/door open" after door was closed. Changed channels, same result. Changed pumps/tubing, same result. Then issue spontaneously resolved. Internal function testing of pump/channel did not detect any issues."